Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During switch on, abnormal in situ measurements were seen. Reportedly the cause of these were either due to the electrode lead being hit with the suture needle or due to the user sustaining a head trauma on the (B)(6) 2022. Re-implantation is considered.

Event description:
During switch on, abnormal in situ measurements were seen. Reportedly the cause of these were a combination of the electrode lead being hit with the suture needle at implantation and the user sustaining a head trauma on (B)(6) 2022. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode caused during inappropriate handling during implantation surgery. In addition, the implant housing was found dislocated from the implant bed at explantation, which might have been caused by the reported trauma. Also, one channel was found extra- cochlear due to a post-operative migration of the electrode out of cochlea. The problems described in the recipient report match the damages found. This is a final report.